Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The clinical events committee reviewed images and observed a loss of the side branch. The cec concluded that the diamondback 360 orbital atherectomy device was possibly related. The site did not report a device malfunction or patient injury. No further information available. Subject ID: (B)(6).

Event description:
The clinical events committee reviewed images and observed a loss of the side branch. The cec concluded that the diamondback 360 orbital atherectomy device was possibly related. The site did not report a device malfunction or patient injury. No further information available. Subject ID: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction and serious injury appear to be related to operational context. In this case it is possible that the reported patient myocardial infarction and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.